Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that "my stimulator does not seem to be working as it had been". The patient was able to successfully connect the programmer with the ins which showed the stimulation was on. However, the patient did not feel the stimulation like they used to. The issue started ¿a couple of months¿ ago. The patient indicated that they would feel the stimulation with positional movement (normal stimulation/therapy for the patient) but they noticed the would no longer feel the stimulation unless they pressed on the lead site near the sacral nerve. Last night the patient could not feel the stimulation despite processing on the sacral nerve and increasing the stimulation. The patient had turned off the therapy. There were no falls or trauma that the patient could recall that was related to the issue. An action taken prior to report, the patient called their healthcare professional (hcp) who told them to contact the manufacturer. The patient was redirected back to the hcp to follow up for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID 3093-28, lot# va017am, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the issue, steps taken to resolve, and resolution were unknown as they had not seen the patient in many years. It was noted that the patient had an appointment scheduled for (B)(6) 2019. Follow up information received from the patient on (B)(6) 2019 reported that they had notified their doctor and an appointment was scheduled for (B)(6) 2019. The patient stated that there was no known cause of the stimulation issues at the present time. The stimulation initially was noted to work intermittently if the wire was depressed (would feel the stimulation) but then this had stopped. No steps had been taken yet to resolve the issue. The issue was also not yet resolved. There were no further complications reported or anticipated.